Manufacturer narrative:
No alarm during self-test was noted. The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was having an issue in which nothing would connect with the device. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the connection issue. The alarm history was reviewed and there were 10 radio frequency error alarms noted. The customer programmed a normal bolus into the air and the bolus amount was recorded in the bolus history. The customer confirmed that a temp basal was not programmed before the alarm occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.